Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on a unknown date two (2) small hexagonal screwdriver tips broke off over the past two (2) weeks. They broke intra-operatively, but the pieces were recovered and there were no patient issues. The devices broke due to wear, tear and weakening of the device over time putting screws into the plates there was no surgical delay. Secondary small hexagonal screwdrivers were used to finish the case. Concomitant devices: unk - screws: trauma (part unknown, lot unknown, quantity unknown). Unk ¿ plates (part unknown, lot unknown, quantity unknown). This report is for one (1) screwdriver, hexagonal, small, with holding sleeve. This is report 2 of 2 for (B)(4).